Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due repetitive use stress, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use (IFU) section below: lf-tp/dp/gp instruction manual "chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the tracheal intubation fiberscope exhibited the coat of the image guide pipe was peeling off. There were no reports of patient involvement.